Event description:
The graft was implanted for a descending thoracic aorta replacemtne procedure in 2006. The following day, fluid was confirmed to be oozing from the graft. A drainage catheter was placed and 80 cc of drainage was collected. The physician's report stated that the patient experienced no injury. The device remains implanted.